Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that a revision of the catheter was performed on (B)(6) 2025. Intraoperatively, it was observed that there was a kink in the catheter. The pump segment was replaced and the kinked portion was removed. After the revision, cerebrospinal fluid could be aspirated, and the issue appeared to be resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the kinked catheter was damaged upon removal and discarded so it would not be returned.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6); implanted: (B)(6) 2024; explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 23-oct-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the health care provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable pump for non-malignant pain. It was reported that the reason for the call was the rep stated that he was on his way to troubleshoot a volume discrepancy where they expected 6 ml and got back 20 ml. The rep stated that there were no alarms when interrogating the pump. The agent reviewed options to do a catheter access port (cap) aspiration and dye study or consider surgical revision. The issue was not resolved through troubleshooting. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that there were no reported symptoms. The cause volume discrepancy was not yet definitively identified, but it was believed to be a catheter obstruction. The revision surgery was not yet scheduled. Troubleshooting performed included interrogation of the pump and logs. Logs showed no unusual activity in the pump itself. No actions had been taken, but a catheter revision surgery was being scheduled, pending prior authorization by insurance. The issue was not resolved. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that it was observed that the catheter was not able to be aspirated. A catheter revision was scheduled for (B)(6) 2025.